Event description:
On 10/27/95, the district officer visited the retailer and spoke to the pharmacist, who was familiar with the case. He had 2/10 syringe bags. District officer observed ten syringes with a glob of material in the syringes. Upon pushing the plunger and drawing it back the glob spread along the walls of the syringes. The pharmacist said the substance was silicone lubricant. He was unfamiliar with similar cases. He said he thought the complainant over-reacted. The district officer then visited the complainant. She had two opened and three unopened bags of syringes. The officer examined the syringes in all bags and found none with an excess of silicone. She said she returned an unknown amount to the MFR, along with her insulin on 10/12/95. This is the first time she encountered this rpoblem. (*)